Event description:
It was reported that, approximately one week after implant of this inflatable penile prothesis, the patient experienced intense pain in the implant area. He presented at the emergency room where he received intravenous pain medication. The patient stated that the pain was caused by the ipp pump rubbing against the underside of his penis. He had a red bruise and sore spot on his scrotum. He presented in clinic four days later. The physician deflated the implant and pulled the pump multiple times, which again resulted in acute pain for the patient. The patient also reported that the pain was less intense when the device was deflated. The patient is concerned this is due to lack of slack in the system. Upon assessment the physician was satisfied with the evaluation and asked the patient to come back in three weeks. The bruise, which had reportedly lightened, and pain were persisting at approximately two weeks post-implant. No further information was provided. Reported via mw#: mw5112022.

Manufacturer narrative:
Implant date is approximate.

Event description:
It was reported that, approximately one week after implant of this inflatable penile prothesis, the patient experienced intense pain in the area of the implant. He presented at the emergency room where he received intravenous pain medication. The patient stated that the pain was caused by the ipp pump rubbing against the underside of his penis. He had a red bruise and sore spot on his scrotum. He presented in clinic four days later. The physician deflated the implant and pulled the pump multiple times, which again resulted in acute pain for the patient. The patient also reported that the pain was less intense when the device was deflated. The patient is concerned this is due to lack of slack in the system. Upon assessment the physician was satisfied with the evaluation and asked the patient to come back in three weeks. The bruise, which had reportedly lightened, and pain were persisting at approximately two weeks post-implant. It was informed that the patient was about to have a revision in the first week of (B)(6) 2022, but it was cancelled. The physician reported that the patient healed and is now satisfied with the results.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, approximately one week after implant of this inflatable penile prothesis, the patient experienced intense pain in the area of the implant. He presented at the emergency room where he received intravenous pain medication. The patient stated that the pain was caused by the ipp pump rubbing against the underside of his penis. He had a red bruise and sore spot on his scrotum. He presented in clinic four days later. The physician deflated the implant and pulled the pump multiple times, which again resulted in acute pain for the patient. The patient also reported that the pain was less intense when the device was deflated. The patient is concerned this is due to lack of slack in the system. Upon assessment the physician was satisfied with the evaluation and asked the patient to come back in three weeks. The bruise, which had reportedly lightened, and pain were persisting at approximately two weeks post-implant. It was informed that the patient was about to have a revision in the first week of (B)(6) 2022, but it was cancelled. The physician reported that the patient healed and is now satisfied with the results.